Event description:
(B) (4). Same case as MFR ID: 2134265-2010-02235, 2134265-2010-02061. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. At the index procedure, a target lesion located in the distal right coronary artery (rca) was treated with placement of a 2.5x24mm taxus express2 stent. 196 days following the index procedure, a 90% stenosed and 15mm long de novo lesion was identified in the mid rca with a reference vessel diameter of 3.5mm. The patient had no ischemic symptoms. 34 days later it was treated with placement of an unknown size taxus express2 stent resulting in 0% residual stenosis. During the same procedure, another unknown size taxus express2 stent was also used to treat a 75% stenosed and 20mm long de novo lesion in the proximal rca with a reference vessel diameter of 3.5mm resulting in 0% residual stenosis. The patient was discharged 2 days later. 182 days following, the patient presented with ischemic symptoms and 90% restenosis of the mid rca was confirmed including in stent restenosis of the previously placed stent in the mid rca. The lesion was 15mm long and there was a reference vessel diameter of 3.5mm. 22 days later the patient had one non bsc stent placed in the mid rca resulting in 0% residual stenosis. The event was considered resolved and the patient was discharged 1 day later.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was further reported that the patient presented at the time of the event without ischemic symptoms. It was originally reported that the patient had ischemic symptoms. The site reported visually that the restenosis was in the mid rca. However, core lab analysis indicates that it was in the proximal rca. Core lab analysis also indicates that the stenosis before treatment was 72% (reported to be visually 90% by the site) and after treatment was 19% (reported to be visually 0% by the site). Timi-3 flow was maintained throughout the re-intervention. Furthermore, it is the opinion of the physician that this event was restenosis of the non-study taxus express2 stent that was implanted in (B)(6) 2007.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID: 2134265-2010-02737, 2134265-2010-02235, 2134265-2010-02061. Same patient as MFR ID: 2134265-2010-02768, 2134265-2010-02765, 2134265-2009-02608. It was further reported that the stent implanted on (B)(6) 2007 was a taxus express2 and it was implanted in the mid right coronary artery.

Manufacturer narrative:
(B)(4).